Event description:
Patient allegedly received a gunther tulip filter (infrarenal) on (B)(6) 2008 via the right femoral vein due to left leg deep vein thrombosis (dvt) and pulmonary embolism (pe), followed by implant of an additional gunther tulip filter (suprarenal) on 17nov2009 via the right internal jugular vein due to pe. The patient alleges device tilt, vena cava and organ perforation. The patient further alleges multiple blood clots in legs and lungs, and limited activity. On 17nov2009, per a report from implant report; ¿impression: 1. Venographic confirmation of large thrombus on the apex of the previously placed ivc filter. Since the patient is at great risk of large pulmonary embolism from this lesion, a suprarenal retrievable ivc filter has been placed.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: pulmonary embolism (pe), organ perforation, thrombus/blood clots in legs/lungs, limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook (B)(4) under manufacturer report reference# #3002808486-2021-00060. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Initial reporter occupation: non-healthcare professional. Please see 1820334-2021-00195 for a related complaint. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
It is alleged the patient received a gunther tulip filter on (B)(6) 2008. Report from computerized tomography (CT): "the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace (infrarenal). The ivc filter is tilted medially and the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 14mm. One (1) anterior strut perforates the ivc wall 9mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 14mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 12mm and contacts the right psoas muscle. One (1) lateral strut perforates the ivc wall 12mm and contacts the right gonadal vein." "Infrarenal ivc filters perforating through the ivc with multiple struts extending extraluminal asdescribed above."